Manufacturer narrative:
Additional information was received that following the placement of the valve,the patient was asymptomatic with lbbb. Two days post implant, the patient was asymptomatic with first-degree atrio ventricular (av) block; medication treatment was revised. Three days post implant, the patient went into second-degree av block and was symptomatic. Following the placement of the permanent pacemaker, the lbbb, first-degree av block, and second-degree av block resolved without sequelae. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that four days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to second degree atrio-ventricular (av) block. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.